Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a failed battery test alarm and an "off no power" less than 24 hours after receiving a low battery alert. Customer reported that battery cap was damaged. Customer's blood glucose was 462 mg/dl, which was treated with manual injection. Customer declined troubleshooting for high blood glucose. Battery cap would be replaced.